Event description:
It was reported that the customer had an issue with the act button on the insulin pump. She could not push the act button down. Her blood glucose level was not reported. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received no button response due to flattened esc and act button dome switch. Insulin pump also received with cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.